Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory anlaysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient. Who has this pacemaker, experienced a perforation. It was suspected this was the result of the implant procedure. The associated leads are competitor products. There were no additional adverse effects reported.